Event description:
The manufacturer received information regarding a repaired dreamstation auto CPAP device with complaint of device is melting on two sides of device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.